Event description:
A report was received that the night after the pt was permanently implanted, he began experiencing persistent leg pain. The physician determined that the leads may have been touching a nerve root and decided to explant the pt's leads. The pt's ipg was left in place for re-implantation at a later date. After the procedure, the pt was still experiencing persistent pain, however, the physician reported that the pain would continue to subside.

Manufacturer narrative:
A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.